Event description:
The manufacturer received information alleging an issue with a ventilator's display screen. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd screen was faint due to a haze on the screen. There was evidence to suggest the device had been dropped or damaged. The device's lcd screen was replaced to address the issue.